Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product not received.

Event description:
It was reported by the patient¿s legal counsel that the patient underwent right foot revision surgery due to screw fracture & implant failure. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. No additional patient consequences were reported.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.